Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported the device became stuck on the wire. A 7 x 150 x 130 innova¿ stent was selected for a procedure in the right superficial femoral artery. The stent was deployed without issue. During removal of the stent delivery system (sds), the sds became stuck on the .035 non-bsc wire. The procedure was completed by using another non-bsc wire and an additional innova stent. There were no patient complications and the patient's condition was good.